Event description:
New information received notes that the lead was explanted and replaced. There were no complications for the patient.

Event description:
It was reported that via remote transmission noise was observed on the pacing vector of the lead. An increase in pacing lead impedance was also noted. Plans were made to replace the lead. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.